Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third party service agent has evaluated the device and verified the reported issue. Physio-control has not received any information from the customer as to whether or not they would like to replace this device; therefore, the device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer initially reported that their device was showing its service wrench indicator. After an evaluation of the downloaded data from the device, it was observed that the internal hlc batteries did not have sufficient power to provide effective defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.